Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the front panel lights were flashing due to a bad scope socket.

Event description:
A user facility reported to olympus that their device was stuck in boot sequence with all led's flashing. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The following causes, as determined by the legal manufacturer, are inferred from the result of the investigation. The front panel led's blink: the repair report indicates that the scope connector was damaged, causing the led to blink and the scope to be unavailable. As the led blinks, it can be inferred that the cv side recognizes that the scope is not connected (a state in which the live line is removed). Therefore, the connection detection pin cannot operate normally due to a defective contact of the scope connector, and it seems that it is forcibly judged as a scope unconnected state. The cause of the contact failure of the scope connector is not known due to insufficient information, but it is believed that contact damage was caused by momentary addition of a large load (e.g., a hard object colliding accidentally) that deviates from the normal use condition, or by other accidental factors. As stated in the instructions for use, as a preventive measure: "never apply excessive force to connectors. This could damage the connectors."